Manufacturer narrative:
Implanted date: explanted date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was partially inserted and removed and replaced during the same procedure. An incision enlargement was required. The outcome does not significantly affect the patients ability to perform daily activities and the patient has recovered. No additional information was available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received. As a result, the following fields have been updated: device available for evaluation; returned to manufacturer on: 1/22/2020. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Scarce amount of lubricant material can be observed in the device and on the lens. The lens was stuck at the cartridge tip. Based in the information provided, the incision enlargement was required, but no additional information was provided. There is no issue to verify and no product quality deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.